Event description:
It was reported by service report that the cot was missing a washer and nut for a base tube connection. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Washer and nut for base tube connection.